Event description:
Pt underwent removal of penile prosthesis for suspected cylinder sheath rupture which reportedly compromised the cylinder leading to over-inflation and distention of cylinder. Upon removal, no rupture found, fluid was intact, though protective covering at distal end and cylinder was bulging.